Manufacturer narrative:
Nh 16-nov-2023 investigation needs to be approved due to code update. Correction h6 device code.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to loosening around tibial component and possible loosening at talus.

Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code, conclusion code) the reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial and talar components. A medical professional reviewed the received information and noted the following: ¿there are large cysts and cavities around the tibial component which also looks a little migrated. This clearly indicates loosening of the component. The pe cannot be assessed directly within the CT scan. There are no indirect signs of loosening, though. The talar component in my opinion does show significant cysts and some radiolucence as well which I would interpret as loosening.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to loosening around tibial component and possible loosening at talus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to loosening around tibial component and possible loosening at talus.